Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on 03/10/2015 with the following findings: the black box showed on (B)(6) 2014 at 21:08 a replace cartridge alarm; deliveries never resumed. On (B)(6) 2014 at 15:05 a replace cartridge alarm; deliveries resumed 17:23. The pump was exercised for 24hrs with a 2.0u/hr basal rate and at the end of testing the basal history correctly showed 48.0u. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of over 500mg/dl with polydypsia, polyuria, tiredness, and vision problems. The patient was taken to the emergency room and treated on (B)(6) 2014 with insulin via injection and IV fluids. Customer support (cs) completed troubleshooting and the basal history does not match the active basal program. The reporter stated there was no damage to the buttons. The patient has a medical history of migraines, asthma and fibromyalgia. This report is being made due to the patient¿s alleged hyperglycemic event due to an alleged history settings issue.